Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/claiming pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), psychological trauma ("claiming psych injury related to essure"), urinary tract infection ("bladder/urinary problems uti"), migraine ("other injuries/symptoms migraine") and hypersensitivity ("allergy,"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, urinary tract infection, migraine and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pain pelvic/abdominal, dysmenorrhea, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems uti, other injuries/symptoms migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) conducted - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs receive case becomes incident. New events pain/abdominal, dysmenorrhea (cramping), back, bleeding menorrhagia (heavy menstrual bleeding), psych injury related to essure, bladder/urinary problems urinary tract infection, other injuries/symptoms migraine and allergy were added. Outcome of pelvic pain was updated from unknown to resolved. Product information indication, date of essure insertion and removal was added. Patient information date of birth was added. Lab data was added. Consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, irregular menstruation, fibromyalgia, insomnia, overweight, muscle spasm, allergic rhinitis, respiratory infection, hyperlipidemia and asthma. Previously administered products included for an unreported indication: para guard. Concurrent conditions included neck pain, premenstrual syndrome, adenomyosis, endometriosis, hyperplasia endometrial, pain in hip and shoulder pain. Concomitant products included acetylsalicylic acid;carisoprodol (soma cmpd), alprazolam (xanax), budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), cefalexin monohydrate (keflex), cetirizine hydrochloride (zyrtec allergy), eszopiclone (lunesta), hydroxyzine, levofloxacin (levaquin), loratadine (axcel loratidine), meclozine hydrochloride (meclizine hcl), meloxicam, methocarbamol (robaxin), montelukast sodium (singulair), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex), prednisone, quetiapine fumarate (seroquel), rosuvastatin calcium (crestor), salbutamol, salbutamol sulfate (proair hfa) and zaleplon (sonata adamed). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"), 2 months after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flases") and night sweats ("night sweats"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("pain abdominal"), back pain ("back pain"), depression ("psych injury related to essure/ depression"), the first episode of migraine ("migraine"), hypersensitivity ("allergy"), anxiety ("anxiety and mental anguish"), bacterial vaginosis ("bacterial vaginosis"), the second episode of migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, urinary tract infection, hypersensitivity and vaginal haemorrhage had resolved and the depression, hot flush, night sweats, vaginal discharge, anxiety, bacterial vaginosis, the last episode of migraine, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, headache, hot flush, hypersensitivity, menorrhagia, night sweats, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: received treatment for pain pelvic/ abdominal, dysmenorrhea, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems uti, other injuries/symptoms migraine. Discrepancy noted :date(s) of removal of essure :no discrepancy noted :date(s) of removal : (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted - bilateral occlusion.. Pathology test - on (B)(6) 2011: total hysterectomy uterus with serosal endometriosis, adenomyosis, and proliferative endometrium. Cervix with chronic mild inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hot flashes,lower abdominal/pelvic and back pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc (product technical complaint) on 21-may-2020: pfs received no new significant information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, irregular menstruation, fibromyalgia, insomnia, overweight, muscle spasm, allergic rhinitis, respiratory infection, hyperlipidemia and asthma. Previously administered products included for an unreported indication: para guard. Concurrent conditions included neck pain, premenstrual syndrome, adenomyosis, endometriosis, hyperplasia endometrial, pain in hip and shoulder pain. Concomitant products included acetylsalicylic acid; carisoprodol (soma cmpd), alprazolam (xanax), budesonide; formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), cefalexin monohydrate (keflex), cetirizine hydrochloride (zyrtec allergy), eszopiclone (lunesta), hydroxyzine, levofloxacin (levaquin), loratadine (axcel loratidine), meclozine hydrochloride (meclizine hcl), meloxicam, methocarbamol (robaxin), montelukast sodium (singulair), nsaids, paracetamol (acetaminophen), phentermine hydrochloride (adipex), prednisone, quetiapine fumarate (seroquel), rosuvastatin calcium (crestor), salbutamol, salbutamol sulfate (proair hfa) and zaleplon (sonata adamed). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"), 2 months after insertion of essure. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("pain abdominal"), back pain ("back pain"), depression ("psych injury related to essure/ depression"), the first episode of migraine ("migraine"), hypersensitivity ("allergy"), anxiety ("anxiety and mental anguish"), bacterial vaginosis ("bacterial vaginosis"), the second episode of migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, urinary tract infection, hypersensitivity and vaginal haemorrhage had resolved and the depression, hot flush, night sweats, vaginal discharge, anxiety, bacterial vaginosis, the last episode of migraine, headache and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, headache, hot flush, hypersensitivity, menorrhagia, night sweats, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: received treatment for pain pelvic/ abdominal, dysmenorrhea, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems uti, other injuries/symptoms migraine. Discrepancy noted: date(s) of removal of essure: no. Discrepancy noted :date(s) of removal: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted - bilateral occlusion. Pathology test - on (B)(6) 2011: total hysterectomy uterus with serosal endometriosis, adenomyosis, and proliferative endometrium. Cervix with chronic mild inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, hot flashes, lower abdominal/pelvic and back pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: bacterial vaginosis, migraine, headache, post removal complication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, irregular menstruation and fibromyalgia. Previously administered products included for an unreported indication: para guard. Concurrent conditions included neck pain, premenstrual syndrome, adenomyosis, endometriosis, hyperplasia endometrial, pain in hip and shoulder pain. On (B)(6) 2007, the patient had essure inserted. In december 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flases") and night sweats ("night sweats"). On (B)(6) 2008, the patient experienced urinary tract infection ("uti"), 1 month 31 days after insertion of essure. In december 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("pain abdominal"), back pain ("back pain"), depression ("psych injury related to essure/ depression"), migraine ("migraine"), hypersensitivity ("allergy") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, urinary tract infection, migraine and hypersensitivity had resolved and the depression, hot flush, night sweats, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, hot flush, hypersensitivity, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain pelvic/ abdominal, dysmenorrhea, bleeding menorrhagia (heavy menstrual bleeding), bladder/urinary problems uti, other injuries/symptoms migraine. Discrepancy noted :date(s) of removal of essure :no diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted - bilateral occlusion.. Pathology test - on (B)(6) 2011: total hysterectomy uterus with serosal endometriosis, adenomyosis, and proliferative endometrium. Cervix with chronic mild inflammation.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,hot flashes,lower abdominal/pelvic and back pain,dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal), hormonal changes describe: hot flashes, night sweats,anxiety and dysmenorrhea (cramping), pain, vaginal discharge were added. Medical history , lab data,historical drug and concomitant drug, were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.